Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other promus stent is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported rash (allergic reaction) is a known adverse event listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one week after two promus stents were implanted, the patient developed bumpy, clear lesions on his chest which started out as small itchy red areas which opened with yellow drainage, then became crusted with yellow scabs. The patient was seen by his primary care physician and the physician felt that the rash was potentially a reaction to the patient's antiplatelet medication. The physician recommended caladryl to alleviate the symptoms. The patient is still experiencing the symptoms. The patient was referred to a dermatologist. No additional information was provided.